Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the pacing capture threshold in the lv (left ventricle) was high. (B)(4).

Event description:
It was reported that the left ventricular lead had high thresholds. Other configurations were tested which gave thresholds within normal limits. The physician had planned to replaced the left ventricular lead, but after testing in the new configuration, it was decided not to replace the lead. The lead remains in use. No patient complications have been reported as a result of this event.